Event description:
Review of event data indicated AED could not acquire ECG due to poor pads contact. Pt was not shaved prior to application of pads. (Note: device labeling contains caution re shaving pt for good pads contact). (B) (4).

Manufacturer narrative:
Device internal memory reviewed. Results: possible user error. Conclusion: report filed because it cannot be conclusively stated that reoccurrence would not lead to delay of therapy.